Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power-on reset during hv charging. Review of the device image indicated that the battery had reached eos prior to the reset. The device was tested using automated test equipment, and no anomaly was found.

Event description:
It was reported that the patient presented in the emergency room after receiving shocks. Upon interrogation, the device found to be in back up vvi mode with no hv therapy. Device replacement was recommended. No further information is available.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information notes that the device was explanted and returned. The device could not be interrogated because it was passed the end of life indicator. Back up vvi could not be determined. The patient was well after the event.